Manufacturer narrative:
(B)(4).

Event description:
A health care professional reported that the volume of volume of undelivered drug remaining in the pump reservoir was greater than the expected volume based on the programmed infusion rate. The patient experienced lack of pain relief. A catheter access port (cap) dye study was performed and the physician was unable to aspirate or injection fluid into the cap during the procedure. The physician made the decision to replace the pump and catheter. During the explant surgery, it was observed that the pump had flipped multiple times, and the catheter was visibly kinked and tangled. The explanted pump was tested on a back table and found to be functional.